Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient could not transmit remotely via merlin.net. The patient was brought into the clinic; the implantable cardioverter defibrillator exhibited backup vvi operation. After firmware download, normal function resumed. The patient was in stable condition and will continue to be monitored.